Event description:
It was reported that the patient presented to the hospital after feeling flustered from the pacemaker's audible notifier. Upon review, the device was found to be in backup mode. The device was successfully restored. The patient was in stable condition.